Event description:
Customer reporting 1 false negative result (unknown if symptomatic or asymptomatic). Customer communicated the result was confirmed positive by pcr and chest x-ray. Customer declined request to further investigate the issue.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.